Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: during investigation, the pump history was reviewed and showed pump not primed warnings preceded by occlusions. The occlusion alarms were associated with a high force. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no loss of primes or occlusions occurring. An occlusion was induced and the pump gave the appropriate visual and audible occlusion detected alarm. The pump was opened and no damage was found to the force sensor circuit.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump had emitted multiple loss of prime warnings that occurred more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).